Event description:
It was reported that stent damage occurred. During unpacking of a 32 x 3.50 rebel stent, it was noted that some of the stent struts were elevated and raised up. The procedure was completed with a different device. No patient complications were reported.